Event description:
Boston scientific received information that this right atrial (ra) lead exhibited exit block with high threshold measurements, impedance measurements greater than 3000 ohms and loss of sensing. Dislodgement was suspected; however, the helix was still tightly affixed to the tissue. It was confirmed that the lead was properly secured to the device header. No fracture or insulation damage could be noted on the x-ray. This lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.